Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty in positioning the right ventricular lead. There was difficulty crossing the clavicle and the valve. The lead was removed. Another lead was placed with some difficulty. No patient complications were reported as a result of this event.